Event description:
The customer reported the system would not boot up. Did not occur in a case. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. This MDR is related to ge healthcare complaint number.